Event description:
It was reported that a patient underwent a sling procedure in 2007. During the procedure, the second inserter became stuck and the finger pad broke off and went into the patient. The finger pad was retrieved after ninety minutes using a pair of graspers. An alternate device was used to successfully complete the case with no further consequences to the patient.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.